Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend and an investigation was completed. No product issue was identified. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced palpitations and self treated with insulin (dose/type unknown) for treatment. There was no report of death or permanent impairment associated with this event.additionally, a sensor scan of 65 mg/dl was compared to a reading of 201 mg/dl obtained on a competitor brand meter. The length of sensor wear was 7 days. When the results were plotted on a parkes error grid, fell into the c zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced palpitations and self treated with insulin (dose/type unknown) for treatment. There was no report of death or permanent impairment associated with this event. Additionally, a sensor scan of 65 mg/dl was compared to a reading of 201 mg/dl obtained on a competitor brand meter. The length of sensor wear was 7 days. When the results were plotted on a parkes error grid, fell into the c zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.